Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient reported hearing an audible patient notifier. The pulse generator exhibited backup vvi mode. After a firmware download the device resumed normal function. The patient would be followed normally.